Manufacturer narrative:
The reported events were helix mechanism issue and high pacing impedance. As received, a complete lead was returned with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of high pacing impedance was not confirmed. Electrical testing was normal. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had high pacing impedance measurements. Fluoroscopy was performed and it was noted that the lead's helix was retracted. Attempts made to extend the helix were unsuccessful. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.